Event description:
Undergoing coronary bypass surgery. Rec'd cautery burn right calf. Two hand-controlled cauteries. Activating one handpiece activated the second. Area excised and sutured. Unable to determine with hospital testing if product failure. Device returned to MFR 6/13.